Manufacturer narrative:
Device qc performed (B) (6) 2009. Important med event.

Event description:
Initial info received from a physician and a sales rep on 12/18/2009: this non-serious case was received from a physician and upon medical review, has been upgraded to serious based on company (B) (4) criteria. A (B) (6) female initiated injectable poly-l-lactic acid (sculptra) for cosmetic purposes beginning on (B) (6) 2007. The poly-l-lactic acid (lot# a5010, exp date unk) was reconstituted with 5 cubic centimeters (cc) of sterile water and 1 cc lidocaine. On (B) (6) 2007, she received a second treatment of poly-l-lactic acid (lot # and exp date unk) and was injected with the same amount as when she received her first treatment. On (B) (6) 2008, she received a third treatment of poly-l-lactic acid (lot # and exp date unk) that was reconstituted with 5 cc of sterile water and 2 cc lidocaine. She was injected each time in her cheek; upper and mid area. Three weeks ago ((B) (6) 2009), she reported experiencing nodules. The physician saw her on (B) (6) 2009 and advised that most of the nodules were not visible but that she could feel them in the injection area. She was treated with a small amount of kenalog injections and was also given 100 mg twice daily of minocycline. It was also reported that the pt had radiesse one year ago. Medical history reported as sinus infection treated with erythromycin and depression treated with lexapro. Add'l concomitant medications included something for sleep no other specified (nos). No further relevant info reported.